Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Based upon the device evaluation, it was discovered that this is a duplicate of MFR report#: 0002936485-2015-00177. The tip breaking condition (electrode) was confirmed on the returned unit. The detached electrode was not returned with the unit. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non conforming component: according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component or similar complaints have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. In addition, if there was a non-conforming component root cause, it is anticipated that the occurrence of failure would be more widespread. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a non-conforming root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. Poor assembly process: the following controls are in place to detect any assembly process related issue: a continuity test (resistance measurement) is performed after the unit is assembled, which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was returned with the communication cable cut. The activation history is stored in the e-prom chip located inside the connector of the communication cable, which was not returned for evaluation. However, according to the returned unit¿s visual inspection it is evident that the condition was observed after use during surgery. A possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and previous complaint history. Misuse: the following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The returned unit could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force was used during surgery, exceeding the part strength per design, which can result in the damage observed and which is contraindicated as per user instructions for the serfas energy probes family. The user¿s instructions states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. The actual failure rate for the limited injury harm level reported in this complaint complies with the threshold established in the risk document. However, a re-design project is in process for this part number. Product surveillance will continue to monitor complaints of this type for adverse trends. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe tip broke off inside the patient and the tip was not retrieved.

Event description:
It was reported that the probe tip broke off inside the patient and the tip was not retrieved.